Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when patient plugs the desktop charger into the recharger, the screen stays blank. Patient services (pss) had them try different outlets but the device would still not power on. When the green button is pressed, nothing happens. The patient stated that they were shaking and having a difficult time holding the phone to talk to agent. They stated that they last charged four or five days ago. Pss attempted to have them check the implantable neurostimulator (ins) with the patient programmer, but was not able to synchronize to the ins. They tried new batteries but the issue was persistent. Patient described seeing "rechargeable battery is in a discharge state" on the screen. Pss sent an email to repair to replace the recharger and programmer and redirected the patient to their healthcare provider to further assist.

Manufacturer narrative:
H3: analysis of the recharger (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.